Event description:
A cleaning staff employee allegedly caught the middle finger of the right hand between the ring stop and the timing link, causing a laceration that required stitches. The facilities manager, support services stated that there were two contributing causes to the alleged incident; the primary cause was improper hand placement by the employee and secondary cause was lack of preventive maintenance. According to the facilities rep, the stretcher did not malfunction.